Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted intraocular lens with a patient reason for explant of "vision not clear", and a clinical reason for explant of "subluxation of lens (rotated after implant)."